Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14apr2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the touch panel failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found the touchscreen was misaligned. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6). A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.